Manufacturer narrative:
Investigation summary: a complaint was reported for a results failure on a phoenix m50 instrument. The customer alleged that they were noticing an increase of organism resistance on panels, most commonly with drugs carbapenem and vancomycin. Remote support was provided to the customer. The support specialist sent the customer decon procedures for the ap instrument, and after performing that action the customer noted the issue was addressed for those organisms. The customer also noted that ertapenem was also resistant at this time, however, the customer ultimately did not respond to a request for more information. If information is received at a later date, a new case may be created. The instrument continues to operate as intended. This is an unconfirmed failure of a bd product. The root cause of the failure was unable to be determined. No parts were replaced as a part of this complaint, and therefore no samples were returned, and no returned material investigation could occur. DHR review is not required for this complaint. The complaint was evaluated via other elements of the investigation. The results of this evaluation have not identified any new hazards, new risks, or specific trends. Service history review was completed and revealed no prior cases with this failure mode. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint. Review of risk management files confirms there are no new or modified risks associated with this failure mode.

Event description:
It was reported while using the bd phoenix¿ m50 automated microbiology system the user noted increased organism resistance for carbapenem drug class and the drug vancomycin. The user noted that there were ten (10) samples, eight (8) of which were carbapenem resistant and two were (2) vancomycin resistant. The tests were repeated and came back susceptible. Some of the repeats were on the pheonix and others were set up as manual mics. No health impact or consequence reported.

Manufacturer narrative:
E1. Initial reporter phone #: (B)(6). There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k020321, k040099, k131331 and k250344. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd phoenix¿ m50 automated microbiology system the user noted increased organism resistance for carbapenem drug class and the drug vancomycin. The user noted that there were ten (10) samples, eight (8) of which were carbapenem resistant and two were (2) vancomycin resistant. The tests were repeated and came back susceptible. Some of the repeats were on the pheonix and others were set up as manual mics. No health impact or consequence reported.